Manufacturer narrative:
Qn#(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that the stapler intermittently jammed when attempting to close incisions. It was resolved by manually extracting/moving through a few staples or throwing away the stapler and using a different one. The patients were not harmed so there was no need for medical intervention, and the patients are currently doing fine.